Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure on (B)(6) 2018, the right ventricular lead exhibited r-wave variability. The lead was explanted and replaced and there were no adverse consequences to the patient. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.